Manufacturer narrative:
The user facility is outside of the united states. Current information is insufficient to permit a conclusion as to the cause of the event. The product identification necessary to review manufacturing history was not provided.

Event description:
It was reported that patient underwent a shoulder resurfacing arthroplasty in 2007. Subsequently, a revision procedure was performed on (B)(6) 2015 due partially to patient anatomy, along with improper size selection, positioning and alignment of resurfacing component. During the procedure, the patient was revised with total shoulder components.